Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation determined the reported device damaged by another device (dislodged) appears to be related to procedural condition and the reported slda was a cascading effect of the device damaged by another device. The reported poor image resolution was due to rotated heart; therefore, attributed to patient morphology/pathology. The reported unexpected medical intervention was a result of case specific circumstance as another clip was implanted to stabilize the slda clip. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was a triclip procedure to treat tricuspid regurgitation (tr) with a grade of 4, a rotated heart and thin leaflets. It was noted that imaging was difficult. An xtw clip (40424r1076) was inserted and deployed on the mitral valve. To further reduce tr, a second xtw clip (40919r1041) was inserted. While advancing the clip, it came in contact with the first clip, causing that clip to detach from the anterior leaflet and remained attached to the septal leaflet (single leaflet device attachment/slda). To stabilize the slda, the second clip was repositioned and deployed. Tr was reduced to a grade of 3. There was no clinically significant delay in the procedure.